Event description:
It was reported that the tenaculum forceps instrument has a broken wire. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering visually confirmed that the instrument has a broken grip cable. One grip open cable is broken at the distal idlers. The cable broke under tensile loading and may have been kinked or damaged prior to breaking. The other cables at the wrist are not damaged. Engineering also observed the distal end of the main tube has a few deep scratches with light material removed. The scratch marks are not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.